Event description:
Clinical report states there was a failure of the poly with a lesion found behind the cup.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated.